Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: the medegen needle free connector does not work. The cannot prime it, it won't allow to push fluid through it. They have seen this 2-3 times and have only reported this time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-jul-2023. Investigation summary: one sample model mpx5300-c lot 23049114 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The sample was able to be flushed. The customer complaint that the set was unable to be flushed was unable to be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mpx5300-c lot number 23049114 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxplus¿ extension set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: the medegen needle free connector does not work. The cannot prime it, it won't allow to push fluid through it. They have seen this 2-3 times and have only reported this time.